Event description:
It was reported that balloon rupture occurred. An in-stent stenosis target lesion was located in a vessel of an upper limb. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation within a stent at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.